Manufacturer narrative:
The device was not returned for analysis, as it was reported to have been discarded at the site. Attempts were made to obtain additional information. However, our attempts were unsuccessful. Vessel dissection is a known inherent risk of endovascular procedure and is documented in the our devices instruction for use. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. MDR related to this event: 2029214-2017-00217, 2029214-2017-00218. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during a stroke case, the mechanical thrombectomy device separated from the pushwire. The ica was initially attempted to be revascularized via manual aspiration. This was attempted 3 to 4 times with 072 guide catheter. Clot material was retrieved on each aspiration. However, the vessel closed after each aspiration. Therefore, a mechanical thrombectomy device was selected. The device was deployed in the cavernous area and retrieved. A second thrombectomy attempt was performed. Upon retrieval, the device separated. However, the vessel remained patent. Despite the vessel being patent, the patient did not do well post intervention, but the outcome was not to be related to the device, as the stroke was classified as "wake up stroke" (over 6 hours had passed without intervention). The vessel was not very straight forward and was difficult to access. There was also report of a vessel dissection (unspecified location), this was noted prior to use of the mechanical thrombectomy device but after the delivery of the guide catheter and the competitor guidewire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.